Manufacturer narrative:
Product event summary: an image file and the afapro28 balloon catheter with lot number 17715 were returned and analyzed. No patient data file or failure data files was received. The returned image showed an afapro28 balloon catheter but the lot and serial number were not visible. Visual inspection of the balloon catheter was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation mode, the guide wire lumen was observed to be kinked inside the balloon and the push-button didn't go back approximately one centimeter. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.18 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During dissection and inspection, excessive glue was observed inside the bellow. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guidewire lumen and excessive glue inside the bellow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, inflations were not as expected on imaging. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.